Manufacturer narrative:
Device evaluation summary: the reported error 14 issue was verified during service. Service technician observed the reported issue, and that blood goes into waste bag, the controller pcba, level sensor, and detector all failed. The issue was resolved by replacing pcba controller, optics level sensor emitter, and optics level sensor detector. Preventive maintenance was performed as per specification d9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During corrective maintenance by a service technician, this autolog iq instrument had an error 14 issue. This was detected during service so there was no patient involvement, so no adverse effect occurred.